Event description:
Vns pt was diagnosed with vocal cord paralysis by an ent. Stimulation had not yet been initiated. It was reported that the pt did well post-implant, but developed persisent haorseness two days later. The pt reportedly had no trouble swallowing food but felt as if they may aspirate when drinking water. Further follow up revealed that the pt was no longer experiencing the gag reflex. No intervention is planned.